Manufacturer narrative:
Concomitant medical products: heartware ventricular assist system controller 2.0, model #: 1420-controller, catalog #: 1420-controller, expiration date: 30-nov-2018, serial or lot#: (B)(4), UDI #: (B)(4). No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2017. Labeled for single use? No. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and five days later the ventricular assist device (vad) patient went into cardiac arrest. The patient subsequently died.

Event description:
It was further reported that the "device failed" causing the patient to collapse in their bedroom. The patient's spouse found the patient doubled over clutching their chest. The patient's spouse immediately called 911 and the patient was taken to the hospital.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. H6: the codes present in section h6 correspond to components/products that comprise the reported event additional product: (B)(6), h3:yes updated product event summary: one (1) ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not available for evaluation. Log file analysis revealed a controller power up event with an associated pump start event logged on 15/feb/2021 at 22:33:51. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 62% rsoc. After the loss of power, review of the alarm log file revealed a instance, recorded at 22:33:53, indicating that (B)(6) was briefly connected to power port two (2) with 0% rsoc. The data point recorded after the loss of power, logged at 22:34:27, revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 63 seconds. Log file analysis also revealed multiple controller power up events were logged on 20/feb/2021 between 21:04:39 and 21:24:24 with an associated pump start event logged at 21:24:29. The data point prior to the losses of power on 20/feb/2021, logged at 21:04:04, revealed that (B)(6) was connected to power port one (1) with 24% rsoc and (B)(6) was connected to power port two (2) with 58% rsoc. The data point recorded after the loss of power, logged at 21:25:00, revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 19 minutes and 55 seconds. During the power up events, review of the alarm log file revealed multiple instances, recorded between 21:06:33 and 21:17:33, that indicated no power source was connected to power port one4 (1) and (B)(6) was connected to power port two (2) with 0% rsoc. During these instances, a safety alert word (saw) value involving (B)(6) was recorded, indicating that a cell pair depleted below a voltage thre shold. This issue may have contributed to the observed controller power up events and likely related to the reported "device failed" event. As a result the reported event was confirmed. In addition, log files revealed a decrease in power consumption and estimated flows following the power up events on 20/feb/2021 and eight (8) low flow alarms, recorded on 20/feb/2021 since 21:24:35, accompanied by multiple changes in the pump rotational speed. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a battery malfunction. Based on the available information and risk documentation, multiple factors may have contributed to the observed low flow and low power event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: (B)(4) - controller h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 product event summary: the ventricular assist device (vad) and the controller were not available for evaluation. Log file analysis revealed two (2) controller power up events with associated motor start events logged on (B)(6) 2021 at 22:33:51 and on (B)(6) 2021 at 21:24:24. The data point prior to the loss of power on (B)(6) 2021 revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 62% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 63 seconds. Prior to the loss of power on (B)(6) 2021, (B)(6) was connected to power port one (1) with 24% rsoc and (B)(6) was connected to power port two (2) with 58% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 19 minutes and 55 seconds. Multiple additional controller power up events without associated motor start events were recorded prior to these two (2) power up events. A safety alert word (saw) value involving (B)(6) had previously been recorded, indicating that a cell pair depleted below a voltage threshold. This issue may have contributed to the observed controller power up events. As a result the reported controller loss of power event was confirmed. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a battery malfunction. Information received from the site indicated that the patient went into cardiac arrest and subsequently died; no additional information was available. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted to revise the patient and device coding and also the patient's date of death. Additional products: d4: serial or lot#:(B)(6). H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.